Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported that the patient "started to feel afraid of developing the disease". Healthcare professional also reported "started having trouble to exercise, feeling short of breath, sharp hair loss, brittle nails", "depression", "tiredness" and had "sparse simple cysts" on the right side, which are not device related. Healthcare professional later reported "capsular contracture grade IV; asia syndrome." The device remains implanted.